Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that he was in the hospital but they took his insulin pump off. Caller stated that the pump was still beeping and the customer had gone into diabetic ketoacidosis yesterday. Customer's spouse stated that the customer may have other underlying conditions such as an infection. Customer's blood glucose was 500 mg/dl at the time of the incident and his current blood glucose was 133 mg/dl. Customer treated with a bolus from the pump. Customer was on a road trip prior to the incident. Customer was admitted to urgent care on (B)(6) 2015 due to high blood glucose. Customer was taken to the hospital via ambulance. Caller found a 0.5 inch air bubble along the tubing line near the quick release. Caller declined to check for possible site or insulin issues. Caller was advised to call back to perform the high pressure test.